Event description:
It was reported that during a supply change the user experienced low glucose with an ilet reading of 45 mg/dl, treated with oral fast-acting carbohydrates, and continued to note fluctuating low readings while using the ilet and also administering separate manual insulin injections. Symptoms included hypoglycemia, lethargy, and malaise. Outcomes included on-call treatment with oral glucose, device use education, and continued monitoring without hospitalization. Investigation included customer counseling, review of algorithm steps, calibration guidance, and sensor troubleshooting. Investigation of this case revealed injecting external insulin while connected to the ilet, suspected sensor inaccuracy or calibration needed, with instructions provided to replace the sensor if large discrepancies persisted. It was concluded, based on previously established findings for similar reports, that the cause was user-related concurrent insulin administration and potential sensor measurement inaccuracy.